Manufacturer narrative:
(B)(4). Batch # m55y85. Additional information was requested and the following was obtained: can you please clarify the event description of "the device stopped working after the third cartridge" and the second device also "stopped working after the third cartridge"? Did either device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did either device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Can you please describe what event led to the bleeding? You stated that there were not hemodynamic consequences; however, how much blood loss was there (mls)? Was a transfusion required? How was the bleeding controlled? Customer told us that he doesn¿t have this information. The analysis results found that the cts45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device stopped working after the third cartridge leading to a slight bleeding of the parenchyma without hemodynamic consequences. Another like device was used to complete the procedure. No further information is available.